Manufacturer narrative:
Corrected section h6 (component code): 4755 (part/component/subassembly term not applicable) replaces 4776 (insufficient information). H11. Additional manufacturer narrative: post office or zip code: (B)(6). The device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11: additional narrative. The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 7300tfx27 valve was explanted from the mitral position after an implant duration of one (1) year and eleven (11) months for unknown reason. As reported, there was dysfunction of biological valve. A 27mm edwards surgical valve was implanted in replacement.